Event description:
Repair request initiated for device with the report of defective. No patient impact reported. Repair request escalated to product event due to return in less than 90 days from purchase or repair.

Manufacturer narrative:
H3: product analysis: evaluation determined that the device was defective. The likely cause was identified as worn/detached bearings. It was also noted that leg is bent, laser markings are faded and color band is discolored. Device history record #402766158 was reviewed and did not reflect any conditions related to the current, reported malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.